Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that insulin is not being delivered and the insulin is delivering no delivery. The blood glucose reading is 300 mg/dl. Nothing further reported.